Manufacturer narrative:
H.6. Investigation: a "false positive" complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving potential false positive. Field service was not dispatched. No bd action was taken. According to app specialist is it believed that the issue is due to the difference in sample preparation volumes between the takara bio kit and bd max assay. Case was closed due to no reoccurrence of the issue after three months. No parts were replaced nor returned to bd for investigation. Root cause cannot be determined with the information provided. Complaint is unconfirmed with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified.

Manufacturer narrative:
B.5. Event description: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.2. Common device name: instrumentation for clinical multiplex test systems; product code: ooi. D.4. Catalog number: 441916; serial number: (B)(6); UDI #: (B)(4). H.4. Device manufacture date: unknown. G.5. 510k number: k111860 ; k130470.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.